Manufacturer narrative:
A sample device was not received for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information has been requested. (B)(4).

Event description:
A consumer reported through social media that after cataract surgery with an intraocular lens (iol) implant in his left eye, he has noticed that he is unable to focus at distance and near even with glasses, has a pink fog in his vision, double vision, and his eyes are constantly burning. In a follow up, he reported that he had a vitreous hemorrhage and a vitrectomy. He further indicated that he had injections in his left eye and a laser treatment. After the laser he reported seeing dark spots, flashing string of lights and a spinning blue light. Additional information has been requested from the surgeon.